Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, g3, g6, h2, h6 suggested component code: mechanical (g04) - stem, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 d4 g3 g6 h2 h11.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that the patient underwent a revision procedure 17 years and 7 months post implantation due to corrosion at the head/neck junction. There is no additional information available at the time of this report.

Manufacturer narrative:
Cmp(B)(4). D10: 00801802802 item name femoral head sterile product do not resterilize 12/14 taper lot # 60656909. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.